Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that insulin pump had a low battery alert and a low reservoir alarm and she noticed none of the buttons were responding. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 220 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for 4 days and had normal operating currents and no unexpected low battery alarm or low reservoir alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.